Event description:
Needles separate from syringe. Upon opening the packages of 10, approx 50% of the needles are detached from the syringes. Syringes were returned to the pharmacy by the pt and one package opened in the pharmacy was noted to be affected.